Event description:
The pt passed away after being found unresponsive in a "diabetic coma."

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt's sister reported that the death certificate listed the cause of death as "natural causes."